Event description:
Reporter indicated that vns pt had passed away. It was reported that the autopsy was inconclusive, but it is believed that the death is attributed to sudep (sudden unexpected death in epilepsy). There is no evidence at this time that the ncp system caused or contributed to the reported event.